Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 324 mg/dl (sensor iii) and 139 mg/dl on unknown roche meter. No death or serious injury reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.